Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the incision site. The infection required wound irrigation and debridement at the incision site. The patient was provided with oral antibiotics. There are no reports of further complications.

Manufacturer narrative:
This follow-up is to correct the initial report in which no information was erroneously marked.